Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. Is investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead after extending the helix high pacing thresholds were noted thus the position of the lead was changed. The helix of the rv lead got stuck, thus a new lead was used. This rv lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was stretched and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead after extending the helix high pacing thresholds were noted thus the position of the lead was changed. The helix of the rv lead got stuck, thus a new lead was used. This rv lead was returned. No adverse patient effects were reported.